Event description:
The customer reported that the insulin pump got a battery alarm and it was unable to clear. The customer stated that the battery was removed and the device had a frozen display. The insulin pump was rested for two hrs and the frozen screen continued. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.